Manufacturer narrative:
The complaint of cracks on item mc33327 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event was reported via a medsun medwatch mandatory and voluntary report with MDR report # mw5167293 on 12-mar-2025, which involved 7" (18 cm) appx 0.46 ml, pressure infusion (400psig) ext set w/remv microclave®. The medwatch stated ¿tip of IV tubing that connects to IV fluid tubing broke when disconnected causing pt to bleed from IV.¿ .the re[port also stated that there was patient involvement, an 80-year-old male; there was patient harm and unknown if there is a delay in therapy. The type of harm was not specified and there was no details of any medical intervention.